Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning due to leakage from control section. Identification of the material could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection. The following findings were noted during device evaluation: angulation in the up direction is out of standards due to the worn angle-wire, charged coupled device (ccd) lens is broken, light guide lens is discolored, light guide lens is broken, bending section adhesive has scratch, connecting tube is dented, discolored, and corrugated, switch button 3 is broken, the gap on up/down knob is out of standards due to the worn angle-wire, waterproof failure due to the right/left and up/down knob, water supply quantity is out of standards due to the clogged nozzle, the lightguide is dark due to the discolored light guide bundle, there is white scratch on the image due to the broken ccd unit, and control unit is dirty. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope inspection during preparation for use for an unknown diagnostic procedure. The procedure was completed using a similar device. There was no injury to the patient, and there was no delay in the procedure. Upon inspection and evaluation, the endoscope, distal end, and insertion section were dirty. There is foreign material due to the clogged sub water-supply channel. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.